Event description:
Boston scientific crm received information that this left ventricular lead exhibited impedance measurements greater than 2000 ohms. The clinician was unable to confirm the lead was capturing. Information was later received that this lead was suspected to be damaged due to high impedance measurements. During the replacement procedure, it was noted that the suture had been tied down directly to the lead, resulting in lead damage. As a result, this lead was explanted. No adverse patient effects were reported as a result of this procedure.

Manufacturer narrative:
This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. The product has not been returned. If returned, or if additional information becomes available, this event will updated.